Event description:
Revision surgery - pt's subscapularis failed and resulted in the need for a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed subscapularis after 6.4 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product: (B)(4) showed 20 parts for part number 520-00-000 that were reworked due to a pending air gage set-up investigation. A review of the product complaint report history shows this is the 13th complaint for this part number: one for an incorrect feature, three due to dislocation, one due to infection, two due to trauma, and six for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the patient's failed subscapularis could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.